Manufacturer narrative:
The subject device was returned to olympus medical systems corp. For evaluation. Following abnormalities were detected in the evaluation. The objective lens and the light guide lens were damaged. The insertion section and the rubber cover of the switch were scratched. There were no malfunction other parts of the subject device. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined. The subject device is planned to be repaired. If additional information is received, this report will be supplemented.

Event description:
During routine surveillance culturing test by the facility, olympus was informed that the sample collected from the distal end surface of the subject device tested positive for bacillus. The sample collected from the subject device while a distal cover (maj-311) was attached. The samples individually collected from the subject device without the maj-311 and the maj-311 were negative for microbes. The number of microbes was not reported. The subject device had been brushed manually using olympus cleaning brush and disinfected using non-olympus automated endoscope reprocessor (fuji, esr-100) with peracetic acid. There was no report of patient infection associated with this report.